Manufacturer narrative:
Continuation of d10: product ID: non-medtronic product product type: sheath product ID: non-medtronic product product type: intracardiac echocardiography (ice) catheter product ID: non-medtronic product product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: psg100 (serial: unknown); product type: 3294-generator product ID: 10fcc13 (unknown); product type: 0629-flexcath sheath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, a transseptal puncture was done via the right femoral vein approach to access the left atrium. First, a pre-voltage map was created using another manufacturer's sheath, pulse select catheter, and another manufacturer's mapping system. Since reconnection of the right superior pulmonary vein (rspv) was observed, the other manufacturer's sheath was replaced with an flexcath contour sheath and pulseselect was inserted to re-isolate the rspv and isolate the posterior wall. Six applications were performed on the rspv, then the catheter was withdrawn to isolate the roof line. On the third application, a drop in blood pressure was observed via the a line. While the a line route was checked, cardiac arrest was confirmed by fluoroscopy. Chest compressions were performed, and at the same time, spo2 dropped to the 30% range due to cessation of breathing. An anticholinergic medication was administered, a respiratory physician was called, and the airway was secured. During this process, cardiac activity was confirmed. Spo2 recovered to the 90% range. The case was aborted not under general anesthesia. No further patient complications have been reported as a result of this event.